Event description:
It was reported that a patient underwent a hysterectomy procedure in 2025 and barbed suture was used. During the procedure, it was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date and barbed suture was used. As the suture approaches its expiry date, it tends to become brittle and prone to breaking. Incident resulted in a patient having a vaginal evisceration. Additional information was requested. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: have there been any patient consequences? Yes - I had a patient who experienced a vaginal vault dehiscence. At that time, I used 2 stratifix sutures which were ¿close¿ to expiry, the first of which broke intraabdominally. What specialty & procedures has this occurred in? Gynecology - total laparoscopic hysterectomy with stratafix used to close the vaginal vault. What product codes & lot #¿s if known, has this occurred with? Not sure - I suggested at the time that the nursing team should note this. Where is the suture breaking (e.g. Close to the needle, in the middle of the strand etc.) Middle of the strand. How many times has this happened? 4 times ors but the first time it was multiple in a short span and we pulled the older box from the shelf. It occurred more recently in (B)(6) when I used a suture supposedly expiring in october 2025.